Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that could not reproduce the problem that the endoscope was not connected and the image was not displayed. Instead, a problem was confirmed that the image is not displayed during composite/yc output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center had scope communication issues (displayed an e error code). The issue was found at the end of therapeutic laparoscopic cholecystectomy procedure. The device did not show images, so it was turned off and lft-s190-5-endoeye flex deflectable videoscope was replaced with wa50082a-video-optik ¿edoeye 3d¿. Visera elite ii video system center was attempted to be turned on, but same issue recurred. Thereafter, wa50082a-video-optik ¿edoeye 3d was reconnected, and same issue persisted. As a trial, ltf-s190-5-endoeye flex delecable videoscope was connected but same error displayed. Finally, otv-s190 viscera elite video system center was used to complete the procedure with approximately 15 minutes delay and patient was on general anesthesia during this time. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the phenomenon "the image did not show" and "e216" could not be identified. Additionally, the phenomenon of the 15 minute delay is due to the scope replacement and system replacement. The event can be detected and prevented by following the instructions for use which state: "10.2 how to identify and cope with abnormalities code :e216. Error message: endoscopic communication failure. Cause: an abnormality occurred in the communication between the endoscope and the product. Methods: immediately turn off the product and pull out the video connectors. Clean and reconnect the electrical contacts of the video connector. If the same abnormality occurs after turning on the power again, immediately turn off the power of this product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus." "Coding: e226. Error message: endoscopic communication failure. Cause: an abnormality occurred in the communication between the endoscope and the product. Methods: immediately turn off the product and pull out the video connectors. Clean and reconnect the electrical contacts on the video connector. If the same abnormality occurs after turning on the power again, immediately turn off the power of this product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus." In addition, the following non-reportable malfunctions were found during the device evaluation: error code e216. Olympus will continue to monitor field performance for this device.